Event description:
Information received from the manufacturer's representative reported that the patient's implantable neurostimulator (ins) was flipped. There were no medical symptoms reported. The indications for use for the implanted device were noted as non-malignant pain and failed back surgery syndrome. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.